Event description:
It was reported that during a total knee replacement surgery, the blade broke at the mount. It was also reported that the broken piece did not fall into the surgical site and there was no injury to the pt. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was discarded. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is multifactorial.